Event description:
It was reported the device was used during a laparoscopic colectomy. It was reported the surgeon stated he placed the etc60 across the rectum laparoscopically without a problem. He closed the stapler and fired it. Upon opening the stapler he found that only one side had stapled; there was a cut line, but no staples at all on the other side. They reloaded the instrument with a blue cartridge, fired again, and the same thing happened. They completed the case with mutiple firings of the ets stapler. Pt is ok so far. There was no known consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: cartridge condition: n/a; cartridge returned batch number, n/a; condition of guide block, n/a; condition of knife, good; condition of weges, good; firing handle condition, good; is knife present, yes, lockout indicator, n/a and staples present in instrument, no. Functional tests & results: was instrument cycled, yes. Analysis conclusion: based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "misfired" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design spec. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.